Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when bending the distal tip, the wire broke and detached from the distal part of the device. It was reported that the cutting wire was intact, but the wire anchor dislodged from the catheter, and confirmed that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.